Event description:
A nurse reported a patient whose intraocular lens (iol) was exchanged due to the patient was unable to adjust to the lens. In a follow-up, the nurse reported the event continues and the patient is still not satisfied with vision, which is 20/40. Additional information indicated that an unapproved viscoelastic was used during the surgery.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 and (B)(4) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).